Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported on (B)(6) 2025, a 30mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant using an 8f amplatzer trevisio intravascular delivery system to treat a patent foramen ovale (pfo). During implant both discs of the occluder took on ball shapes. The occluder was partially re-captured and re-deployed, however the discs formed the same shape. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 25mm amplatzer multi-fenestrated septal occluder - cribriform. There were no interactions with cardiac structures. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity did not confirm. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.